Manufacturer narrative:
Lead explanted due to infection. Should additional information become available, it will be added to this file.

Event description:
Lead explanted due to infection. Should additional information become available, it will be added to this file.